Event description:
The facility staff connected quik-pace disposable noninvasive pacing electrodes to the patient for initiation of device pacing therapy. Reportedly, the pacer was started and pacer current increased, but the operator was unable to obtain patient pacing capture, even when the current output was increased to the maximum setting. The basis for this observation was lack of pacing spikes on the patient's ECG. The operator changed the rate on the pacer and at this time alleged that the pacer did not function properly, based upon a lack of expected patient muscular contraction. Another device of same model was made available, and when used, the previous described pacing discrepancies recurred. A third pacer of same model was connected to the patient through a replacement pacing cable and proper pacing function was observed. The patient was resuscitated.